Manufacturer narrative:
Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a button was broken off the aiming arm. This report involves one (1) aim-arm 130° f/stat+dyn dist lock. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Pre investigation statement: upon received the device shows no breakage signs. Hence, the reported condition of "tfna there is a button broken of the device" could not be confirmed. Moreover, we detected two device's components are missing. By this the flow "visual" will be selected for this investigation. Visual inspection: the returned device shows normal wear and tear signs. The locking device and the thumb screw are missing. The observed damage is not consistent with the reported complaint condition as such the complaint condition cannot be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Document/ specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. These instruments are visual and function checked per 100% before they leave the manufacturing site. Dimensional inspection: could not be performed due to the missing components. However, dimensional inspection and functional test were performed per 100% at the time of manufacturing with no non-conformities documented. Summary: the reported complaint condition cannot be confirmed as no breakage could be detected. Nevertheless, the complaint will rated as confirmed as two device's component are missing. This lot of 12 pieces was manufactured in june 2017, all devices are distributed and we are not aware of any other complaint for this part- and lot number combination. While no definitive root cause could be determined a manufacturing related issue can be excluded based on the findings above. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed h6: a device history record (DHR) review was conducted: part: 03.037.113; lot: l425559; manufacturing site: hägendorf; release to warehouse date: 22. June.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a2, b5-b7, h6 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgical delay of five minutes was reported.